Event description:
The patient reported loss of therapeutic effect, stating he has had no stimulation sensation for two days. The patient also reported being unable to charge his stimulator even though it was verified that the recharger was fully charged. Additional information received reported that it was found that the patient's neurostimulator was flipped which is why the patient could not recharge. The patient was taken to the operating room and the pump was accessed and stimulator flipped back. Since this revision, the patient has recovered without sequela and how has perfect coupling.

Manufacturer narrative:
.